Event description:
It was reported that the patient presented for a remote follow up via merlin.net with non-sustained right ventricular oversensing due to post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were recommended, but were not made yet. Additional information has been requested, but not received.

Event description:
New information received noted that no interventions were made. The patient was in stable condition.